Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent fracture fixation for a shaft fracture utilizing a variable angle locking compression plate (va-lcp) anterior plate. There was a union of fracture after 6 weeks duration and there were post-operative complications reported; the patient experienced impingement and anterior incisional tenderness. Patient outcome is unknown. No further information is available. This report is for an unknown cortex screw. This is report 8 of 9 for (B)(4).